Event description:
It was reported that the patient presented to the clinic with a hematoma shortly after implant of the device, and the physician wanted to monitor the hematoma until resolution. During a visit later, the subject was taken for surgical evacuation of the hematoma. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.